Manufacturer narrative:
Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of " seroma-late, lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.'' Reason for reoperation: rupture, seroma-late, lymphadenopathy, wrinkling, cyst-ndr.

Event description:
Healthcare professional reported for left side "intracapsular rupture", "the internal silicone gel touched the patient", "simple cystic lesions", "lymphadenopathy", "lobulation of their contours ", "free periprosthetic fluid ". The device has been explanted.